Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe). The following additional information was provided: the image seemed to be of a damaged cautery wire.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had wire breakage. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon noticed issues with the functionality of the instrument when they had just started, a broken cable with an exposed wire due to damaged insulation was first observed intraoperatively. The cable was intact, not broken in half and there was no loss of cautery, also no thermal damage signs and no arcing were observed during the procedure. No fragment fell inside the patient¿s anatomy, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument will be available for return to isi for evaluation, and there are photographic images of the device(s) or a video recording of the procedure available for isi review. The event details were also provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire fb broken inside the yaw pulley: within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage.

Event description:
Refer to h11 for follow-up information.